Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. The sample was received used, without original packaging, inside a plastic bag and decontaminated. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. There were no damages, kinks or deformities that could cause the failure mode reported were detected. Functional testing: first pump: sample was connected to pump and no alarms were activated. Second pump: sample was connected to a second pump and no alarms were activated. Conclusions: failure mode could not be duplicated by functional testing; complaint was not confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm no message. No patient injury reported. No additional information available.